Manufacturer narrative:
B2-item previously checked in error. H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical residue on the lens surface. Visual inspection found that the optic was torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2 implantable collamer lens, diopter -11.5 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2019. Intraoperatively, the lens was removed and an alternate lens was successfully implanted. Reportedly, no patient injury occurred.